Event description:
Complainant alleged that the medics were attempting to defibrillate a 73 year old male pt in ventricular fibrillation. They delivered one shock to the pt at 300 joules and a second and third shock, each at 360 joules. The medic reported that after each shock delivery the device screen went blank. Each time the screen went blank the medic waited approximately 45 seconds for the screen display to reappear, but the screen did not come back on. The medic then shut off the device and then turned it back on, and the display screen came back on. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.